Event description:
A patient had a history of hypertension, hyperlipidemia, and tobacco use. In 2002, patient was diagnosed with severe left main and three-vessel cad. Opcab was performed with a lima to the lad and svgs to rca and om using connectors. Patient presented in 2003 with rest angina, non-specific st-t wave changes, and elevated troponin I(1.7 ng/ml). Angiography showed a patent lima to the lad. However, flush occlusion of the svg-om and a 90% ostial stenosis of the svg-rca were noted. Pci of the svg to the rca was performed with a stent and post-dilated with balloon. Because the svg-om was totally occluded, stenting of the left main and first diagonal was performed with standard techniques. The patient had an uneventful hospital course. An exercise treadmill test performed 5 months later showed no ischemia.